Event description:
It was reported that the external pulse generator's atrial select knob would not allow output to be adjusted past 10milliamperes (greater or less than). The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial select knob would not allow the output to be adjusted correctly and it was attributed to the encoder flex being defective. Analysis also found that the upper and lower cases and one side bail cover were broken and that the ring was bent. All found defective parts were replaced. (B)(4).